Manufacturer narrative:
We received one clinical and several rep packages of the subject suture. Fraying was observed on the clinical sample which could have been the result of poor handling by the user but the exact cause of this condition could not be reliable determined. The rep suture was tested and met the appropriate strength specifications with no abnormalities observed.

Event description:
Durng an unspecified procedure, the suture broke while ligating. No pt injury reported.